Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The device was programmed vvir and the beeping for out of range measurements was programmed off pending a potential lead replacement procedure. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead insulation problem was suspected in the area of the clavicle. Noise was able to be reproduced with patient isometrics. The physician plans to continue monitoring as the patient doesn't require atrial pacing.